Manufacturer narrative:
This report is submitted on june 19, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced subsequent reduction in clinical benefit due to a growth on the acoustic nerve. Subsequently a decision was made to explant the device. The device was explanted on (B)(6) 2017.